Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced fainting and chest discomfort. No further information could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.